Event description:
The customer reported that during an unspecified procedure, doctor found that abnormal sound was generated when manipulating the forceps elevator and there was light play in angulation. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed there was foreign material in the forceps elevator and the inside of the light guide lens (lg lens) was dirty. This report is being submitted for the malfunctions found during device evaluation (foreign material in forceps elevator and dirty lg lens). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
During inspection and testing, the reported issue (abnormal sound when manipulating forceps elevator) was not confirmed or duplicated. The reported issue (play in angulation) was confirmed. It was observed the bending angle in all directions was out of specification, and there was play in the up/down knob, and the right/left knob, due to wear of the angulation wire. In addition, service found the bending section cover was dirty, the connecting tube was scratched, the grip was scratched, the universal cord was scratched, the forceps could not be inserted smoothly due to dented instrument channel, the plastic distal end cover was scratched, and the adhesive around the light guide lens was discolored. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
It was later provided the event occurred during a therapeutic ercp (endoscopic retrograde cholangiopancreatography) procedure, completed with no delay or impact to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, it was provided the precleaning was delayed no more than 10-15 minutes. The manual cleaning was performed within an hour after the procedure. The forceps elevator moved to raise and lower 3 times in water and brushed. The end-user uses gigazyme detergent solution. The forceps elevator was flushed appropriately. The distal end is brushed with the maj-1534. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to insufficient or inadequate reprocessing. Additionally, the light guide (lg) lens glue was peeled off due to physical stress by hitting/dropping at distal end of the device, and/or chemical stress by chemical solutions which resulted in humidity invaded lg lens led to corrosion. However, the root cause of the reported event is unable to be determined. IFU (reprocessing manual) states if cleaning, disinfect, and sterilization of endoscope was insufficient, the device may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.